Event description:
A distributor contacted stryker to report that their customer's device powers off when shock was delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A distributor contacted stryker to report that their customer's device powers off when shock was delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.